Event description:
Customer reported an erroneous low accu tni (troponin 1) test result in the normal reference range that did not align with the pt's clinical history. The test result was obtained for one pt sample when using the access immunoassay system. The low troponin test result was not reported out of the laboratory. Repeat analysis was performed. The retest results were above the normal range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Sample was lithium heparin and was centrifuged for 10 minutes. Quality control was within the customer's established ranges prior to and after the erroneous result. The customer ran subsequent samples in duplicate with good precision. Errors were not posted to the event long during the time the erroneous results were obtained. On (B)(4) 2009, the field service engineer performed a diagnostic system check that met specifications. Replaced the wash valve cap, the fluidics and motor driver boards due to wash pump motion errors. Verification testing met published specifications. A wash pump motion error would produce a fatal flag and no results would be generated, therefore, this is not the root cause of the event. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.